Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "paddle fault" message. The complainant indictaed that there was no pt involvement with this reported incident.